Manufacturer narrative:
Investigation: the returned units were functionally tested and the report of leakage was confirmed. For the first sample inflation, testing revealed three tears of 0.20 mm, 0.92 mm and 0.72 mm in the wall of the product cuff, between 25-30 cm from the distal tip of the tube. Inflation testing of the second sample revealed a single tear of 0.72 mm in the wall of the product cuff, 30 mm from the distal tip of the tube. A review of our complaints history confirmed this to be the first complaint for the two possible lot numbers identified. Though there have been complaints for cuff deflation in use, on this product code during the past five years, these are historical and do not indicate a systematic failure during MFR. A further review of mfg records confirmed the presence of an inflation check carried out on 100% of this product line prior to packaging. Root cause: it is stated that the units were tested prior to use and only became deflated after insertion. As such, this incident is unlikely the result of a mfg error. We have determined the root cause for this incident is that the cuff became damaged following insertion through the stoma. Though these products are designed to be as robust as functionally possible, puncture of the tube cuff on the pt's anatomy can be experienced. This report has been logged for trending.